Manufacturer narrative:
(B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the patient experienced increased tremors related to the event. The pump was nearing end of life. The cause for the inability to aspirated was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at flex1294mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient had a pump and catheter replacement on monday (B)(6) 2107. Per the reporter, they were not able to aspirate the old catheter leading to the replacement. The catheter was replaced. The patient status was noted as alive, no injury and no further complications were reported.